Event description:
It was reported that during a low anterior resection procedure, the device fired only half the staples, the other half were only half formed. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information requested: on which firing did this occur? What color reload was used? Was the staple line complete? Were the staples which were not formed properly deployed into the tissue? Additional information: the file was originally submitted (B)(6) 2015.

Manufacturer narrative:
(B)(4). Additional information: additional information received: on which firing did this occur? First fire. What color reload was used? Blue. Was the staple line complete? First row of staples closed, but opened 3-4 cm, and the other rows were unstapled, staples were not formed after firing. Were the staples which were not formed properly deployed into the tissue? No. The analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.